Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's vessels were reported to be non-tortuous. An introducer sheath was not used. It was reported that during deployment of the device the runners perforated the graft cover. The device was removed from the patient and another device of the same size was used to complete the case. No sequelae were reported and the pt is reported to be fine. Medtronic has received the device and its analysis has been completed. Graft material, three stent apexes and two runners are protruding through the graft cover. There are torsion marks on the delivery system, which appear to be caused by twisting of the device. The graft cover is kinked in several places. Based on the condition of the device the pt's anatomy was likely more tortuous than reported. The graft cover likely kinked due to the pt's tortuous anatomy and because an introducer sheath was not used. Attempted deployment while the graft cover was kinked likely caused the runners and stent graft to perforate the graft cover.